Event description:
Customer reported acyclovir should have been administered over 1 hour but it actually infused over a minute. This happened twice on the same pt, with the same tubing. Acyclovir was set-up as a secondary infusion at 117.2ml/hr, with a total volume of 117.2mls. No report of pt harm or medical intervention. No tubing or devices were sequestered. The other event on this tubing can be found on manufacturer's report # 9616066-2012-00685. Customer stated that no further pt or event info is available.

Manufacturer narrative:
(B)(4). Unable to determine the cause of the customer's reported acyclovir infusing too quickly. The customer stated that product will not be returned because the tubing was discarded and devices were not sequestered.